Event description:
It was reported that the customer received the iop test failure alarm three times within a month. The customer's blood glucose was unknown. Advised that the customer's insulin pump needed to be replaced. Troubleshooting could not be done due to disconnected call from customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.